Event description:
On (B)(6) 2011, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography identified a type ii endoleak with a growing aneurysm measuring 80 x 55 mm. The amount of aneurysm growth is reportedly unknown. On (B)(6) 2013, a coil embolization of the collateral vessel of the inferior mesenteric artery was performed to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.